Event description:
Customer initially reports footplate broke off during use. On (B)(6) 2013, customer reports surgery being performed. Revise right l5-s1 microdiscectomy. Surgeon took a regular bite of bone from subarticular recess and device broke. Pt was not harmed. X-ray was not taken because broken piece was removed, via microscope and matched with other place to make sure. Customer reports device is "very old", at least 8 yrs old.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.